Event description:
It was reported by service report that the head right siderail was broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Medal castings that the siderail pivots on were broken.